Event description:
A reported incident involving a IV tubing, has visible contamination. There were no patient involvement and no harm.

Manufacturer narrative:
The device is available for evaluation; however, has not been received.